Event description:
It was reported this ra lead oversensed right ventricular activity. It was recommended to extend the atrial blanking period after ventricular pace. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).